Manufacturer narrative:
Qn# (B)(4). The customer returned one endurance catheter and a non-arrow syringe for analysis. Signs-of-use in the form of adhesive on the outside of the side arm was observed. The catheter body outer diameter measured .041", which is within the specification limits of .041"-.045" per the catheter body product drawing. A lab inventory syringe filled with water was attached to the side arm and flushed. No blockages or occlusions were encountered as the water passed completely through the catheter. Performed per IFU statement, "ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications. Inability to obtain brisk blood return or to flush easily indicates a possible problem with the catheter and catheter should not be used". A device history record review could not be performed as no lot number was provided. The customer report of a catheter blockage could not be confirmed by investigation of the returned sample. The catheter appeared sharply bent to one side. It is possible for this bending to contribute to any blockages encountered by the customer; however, the catheter was able to pass all relevant functional testing and no blockages were observed. Based on the investigation performed and the information provided, no problem was observed related to catheter blockage on the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the clinician said the catheter could not flush when she inserted it." A new catheter was placed. The patient's current condition is reported as "fine".